Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages. Reportedly, the cartridge was filled with approximately 140 units of insulin. The customer's blood glucose level was 137 mg/dl. The customer successfully added additional insulin to the cartridge and resumed insulin delivery.